Event description:
The info received from the pt's mother states that she catheterized her son and somehow during this procedure, the catheter became bent and she could not remove it. Pt's mother called an ambulance and the emt was able to remove the catheter at the scene. Pt was taken to the ER to be checked by a physician, but no additional medical intervention was required.